Event description:
MFR rec'd letter from an insurance company that alleges an invacare oxygen concentrator failed, causing a fire in a user's home. While evacuating the home, the user allegedly fell and fractured several ribs.